Manufacturer narrative:
(B)(4). S/w version 4.11j. Retainer ring=black. Customer complained about the unit having a pump error 54, pump error 3, and failed battery test on event date (B)(6) 2022. The unit was able to pass displacement test, self-test, active current measurement, sleep current measurement. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 54, pump error 3 and failed battery test occurred during testing. Pump error 54 and pump error 3 was present in history download on event date of (B)(6) 2022 09:07 pm. Esf# na, file number=32122, line number= 1421. Pump error 3 was a consequence of 54. Failed battery test was present on (B)(6) 2022 10:14pm. This was expected. P-cap was tested and locked into place properly. Pump was cut to perform visual inspection. The unit had no physical or moisture damage on the following: electronic assembly, motor or force sensor. The following were noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, faded serial label. Pump error 54 was confirmed due to software defect. Pump error 3 was a consequence of pump error 54. Failed battery test is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm and battery failed alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. Fill cannula was recorded in daily history. Customer stated that the insulin pump passed self test. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump was returned for analysis.